Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and decided to replace the customer's pump. The customer was informed about using mdi as a backup therapy and instructed on returning the faulty pump to tandem. The replacement pump was to be shipped with updated software, and the caller was advised to set up the new pump with their existing settings and connect their continuous glucose monitor.